Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) the complaint was confirmed. The device could not be charged nor linked. The source of the anomaly was due to u1-analog ic, which appeared to be damaged during the previous revision. The battery measured only 3.20 volts. It exhibited excessive sleep current leakage (435 ma), vh and ground were shorted (22.20 ohms). These symptoms are the typical characteristics of high-voltage transient damage due to the use of electrocautery (ref: (B)(4)). The use of electrocautery during the previous revision resulted in the reported complaint.

Event description:
A report was received that following a lead revision procedure where electrocautery was used, the patient's ipg was unable to be charged. Malfunction was suspected and the ipg was explanted. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that following a lead revision procedure where electrocautery was used, the patient's ipg was unable to be charged. Malfunction was suspected and the ipg was explanted. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)